Event description:
Information was received that reported a patient was hospitalized in 2008, due to an incident of diabetic ketoacidosis. The reporter states the patient awoke on a day prior, with a blood glucose of >300 mg/dl. They did much troubleshooting but her blood glucose remained labile with high >500 mg/dl. Her personal physician advised her to go to the hospital on the morning of original date. She was admitted with a diagnosis of diabetic ketoacidosis. She was treated with insulin and IV fluids. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.